Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 30052396 was reviewed and the product was produced according to product specifications. All information reasonably known as of 28 feb 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the first of two reports. Refer to 3006646024-2022-00006 for the second report. It was reported that during traction removal and replacement of the percutaneous endoscopic gastrostomy (peg) tube, a new tube was placed. However during flushing of the new tube the patient experienced pain. The tube was reinserted using guidewire under endoscopic guidance. This required overnight admission to the hospital and antibiotics. The patient recovered.